Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial (B)(4), implanted: (B)(6) 2003, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot (B)(4), ubd: 22-may-2005, (B)(4). Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and other non-malignant pain. On (B)(6) 2018 it was reported that the patient had a lot of problems. In (B)(6) 2009 the patient was diagnosed with osteomyelitis. It started in the patient¿s ankle, then went to his knee and then to his spine. The physician in (B)(6) had done MRI where it was discovered in his spine. The patient went into the hospital in (B)(6) because in that state they cannot give vancomycin at home so he went in nursing home for 100 days and the nursing home kicked him out so he went to (B)(6) where he did vancomycin at home. When the patient moved from (B)(6) to (B)(6), the physician would not put any meds in patient's pump, it was shut off because the patient had osteomyelitis. The patient went into the hospital for about 3 or 4 months in (B)(6) 2010 and the pump was off at that time because the physician had cut it off in (B)(6) prior to (B)(6) 2010. About 2 years ago, the patient¿s gallbladder failed and they had to mess with the patient¿s pump to get to it because ¿it¿ was all dead inside, had to scrape it off him. The patient was in the hospital for a long time, he almost died. It had been about 2 years since that operation and the patient was questioning if there was any chance the pump was leaking or the batteries were leaking and if it could be removed. The patient was told by the healthcare provider that it could not be taken out. The patient did not have a healthcare provider for their pump now and stated he feels like he is dying. The patient¿s spouse stated that the patient was currently not running a fever but the patient had no appetite, was not sleeping and the patient¿s pain healthcare provider reduced his anxiety medication and that did not help. Per the reporter the feeling like he has to die started about a week ago and just the other day the patient was really complaining about how much it hurt around the pump, the patient didn¿t¿ usually feel like this. The patient had stated that ever since they took his gallbladder out and they messed with the pump from that point on it had been bothering him and just recently complained about it hurting. The reporter requested physician listings. No further complications were reported.

Manufacturer narrative:
Corrected information: hospitalization should have been checked on the initial MDR instead of intervention required. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s prior pump managing physician who reported that the patient was seen in the emergency room with instructions to follow-up with their primary care physician. The prior pump managing physician had not seen the patient at all regarding the patient¿s current symptoms. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.